Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48 to 72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using infusion sets for 5 days. Tandem customer technical support informed customer that this is off label per the user guide. Customer administered manual injections to address blood glucose. Customer's blood glucose level was 445 mg/dl. Customer changed out infusion set to address the alarm and resumed insulin delivery.